Manufacturer narrative:
The screw was returned for evaluation. A visual assessment of the screw confirmed the complaint of breakage. The distal threads are deformed and appear to have been peeled off; the threads are also heavily burnished. These observations are normally attributed to coming in contact with hard bone. Screws major diameter was inspected and was found to meet print specification. With the limited clinical details provided regarding tunnel size, patient bone quality and site preparation no root cause can be determined. No root cause related to the manufacturing process can be established.

Event description:
It was reported that the rew broke when in the bone tunnel. A backup was used to complete the surgery. No patient harm reported.

Manufacturer narrative:
It was reported that the screw broke when in the bone tunnel. A backup was used to complete the surgery. No patient harm reported. Is this a single use device: no.

Event description:
It was reported that the screw broke when in the bone tunnel. A backup was used to complete the surgery. No patient harm reported.